Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax exposing internal components. It was initially reported by the customer that after completion of pvi, contact force values displayed extremely high. Since the value of contact force was abnormal, re-obtained zero, but could not be corrected. (A value was displayed even without contact with the heart muscle) when the cable was replaced, error code 105: magnetic sensor error appeared. The cable was changed but the issue continued. The issue was resolved by changing the smart touch sf catheter to another one."the procedure was completed without patient's consequence. The customer¿s reported high force and magnetic sensor error are not considered to be MDR reportable malfunction since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 11-apr-2023, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax exposing internal components. This finding was reviewed and determined to be an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. The returned device's visual inspection, screening test, and microscopic analysis were performed following bwi procedures. Visual analysis revealed the pebax with dry reddish material inside. The magnetic and force feature were tested, it was visualized and recognized correctly; however, errors 105, and 106 appeared due to two open circuits on the tip area. For the observed condition a microscopic analysis was performed in the pebax area, a closer inspection revealed a hole in the pebax, exposing internal components. The issue reported by the customer could be related to the material observed in the pebax area, and the open circuits. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: if force readings might be inaccurate or another catheter is in proximity: an alert message appears, force readings on the dashboard are displayed in gray, and the force graph is colored white. Resolve the issue according to the directions in the alert message to enable force measurement. You can also continue the study without force data. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. Biosense webster's quality process ensures all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the high force and magnetic sensor error. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the hole in the pebax and dry reddish material inside. E1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.(B)(4).